Manufacturer narrative:
The company service representative examined the system and was able to replicate an issue related to the reported event. The main service air source was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on july 21, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming main service air source. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that there was no patient involvement. The system was turned on only to test the system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system locked by system shut down. Additional information has been requested.